Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter's balloon developed a cuff when the balloon was deflated. The patient allegedly experienced pain and was given lidocaine by the physician in order for the catheter to be removed.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temperature sensing foley. It was noted that there was no ridge or cuff on the balloon upon return. The catheter balloon was inflated with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without ridges or cuffing, and returned 10ml of solution. The catheter was confirmed to be 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter's balloon developed a cuff when the balloon was deflated. The patient allegedly experienced pain and was given lidocaine by the physician in order for the catheter to be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: brand name, PMA/510k.

Event description:
It was reported that the catheter's balloon developed a cuff when the balloon was deflated. The patient allegedly experienced pain and was given lidocaine by the physician in order for the catheter to be removed.